Event description:
It was reported that the home patient (hp) let air into the patient line when the patient line disconnected from the transfer set. This occurred during the initial drain. The hp did not tighten the connection between the patient line and the transfer set properly. The hp pressed stop right after noticing the disconnected patient line. The technical service representative (tsr) assisted the hp with opening the door. The hp was going to reset up the homechoice (hc) using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for air in line (without alarm), where the patient did not tighten the connection between the patient line and the transfer set properly. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.